Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that blood leakage was experienced from the sheath's hemostatic valve. During a cryoablation procedure to treat paroxysmal atrial fibrillation (afib), a polarsheath was selected for use. After placement inside the patient anatomy, there was a continuous blood leak from the hemostatic valve. Irrigation was via an infusion pump set to a rate of 30ml/h. No abnormalities were noted during preparation of the device. The sheath did not leak air/no air was observed in the patient. The device was replaced, and the procedure was completed successfully with no patient complications. The product has been disposed of at the facility, and it will not be returned for analysis.